Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient temperature (pt) did not reach targeted temperature (tt) until 30 minutes ago in an arctic sun device, but timer shows 70 hours left of cooling. Nurse believes patient temperature (pt) met targeted temperature (tt) around 8am. Advised that once patient temperature (pt) met targeted temperature (tt), even if it didn't maintain, that the time begins to countdown. Noted if they don't agree they can adjust the timer by hours to add time to cooling but that would be a clinical decision. Patient temperature (pt) 33.6c esophageal probe targeted temperature (tt) was 33.5c, water temperature (wt) was 18c, water flow rate (wfr) was 0.9 l/m. Sn (B)(6).

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Nurse believes patient temperature (pt) met targeted temperature (tt) around 8am. Advised that once patient temperature (pt) met targeted temperature (tt), even if it didn't maintain, that the time begins to countdown. Noted if they don't agree they can adjust the timer by hours to add time to cooling but that would be a clinical decision. Patient temperature (pt) 33.6c esophageal probe targeted temperature (tt) was 33.5c, water temperature (wt) was 18c, water flow rate (wfr) was 0.9 l/m. Sn dyesal007. Per follow up information received via phone on (B)(6) 2025, transferred to charge nurse who said they were not actively a part of this therapy and there was no reported incident of flow rate issues. They said if flow was low, it wasn't low enough to be a problem, so they did not note it. No pads have been retained, and device remains in service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted patient temperature (pt) did not reach targeted temperature (tt) until 30 minutes ago in an arctic sun device, but timer shows 70 hours left of cooling. Nurse believes patient temperature (pt) met targeted temperature (tt) around 8am. Advised that once patient temperature (pt) met targeted temperature (tt), even if it didn't maintain, that the time begins to countdown. Noted if they don't agree they can adjust the timer by hours to add time to cooling but that would be a clinical decision. Patient temperature (pt) 33.6c esophageal probe targeted temperature (tt) was 33.5c, water temperature (wt) was 18c, water flow rate (wfr) was 0.9 l/m. Sn (B)(6). Per follow up information received via phone on (B)(6) 2025, transferred to charge nurse who said they were not actively a part of this therapy and there was no reported incident of flow rate issues. They said if flow was low, it wasn't low enough to be a problem, so they did not note it. No pads have been retained, and device remains in service.